Event description:
According to the reporter: balloon burst on trocar. Used another trocar same vendor. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. No unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).